Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous glucose results for 1 patient tested on accuchek inform ii meter with serial number (B)(4). At 11:30 a.m. The initial result from inform ii meter with serial number (B)(4) was 37 mg/dl. The patient had no symptoms of hypoglycemia so the patient was retested on a different inform ii meter. At 11:36 a.m. The result from 2nd inform ii meter was 153 mg/dl. The staff thought the result of 153 mg/dl was correct. The patient was not administered any treatment. Quality controls were run on both meters within 24 hours of the event and the results passed. No adverse event occurred. The patient is currently doing okay. The same vial of test strips was used on both meters. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer returned the test strips. The customer's test strips were tested with retention quality controls and a retention meter. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 44, 44, 44 mg/dl, level 2: 304, 304, 298 mg/dl. All returned results are within acceptable range. A specific root cause was not identified for this event. No information was provided in the case that would point to a cause for the discrepant results.